Event description:
This lv lead was an attempted implant on (B)(6)2016. A procedure form stating that this lead exhibited phrenic nerve capture. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).